Manufacturer narrative:
Conclusion: a device history review is not required as the event description does not indicate a potential manufacturing issue. Conduction disturbances such as complete heart block, tachycardia and lbbb are known potential adverse effects and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve (pav).

Event description:
Medtronic received information that eight days following the implant of this transcatheter bioprosthetic valve, the patient was noted with complete heart block, wide complex tachycardia, left bundle branch block, and a low ejection fraction. A permanent cardiac re synchronization therapy defibrillator was implanted five days later. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Patient weight and initials were obtained and have been added to this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.